Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and exhibited high pacing threshold measurements. A surgical intervention was performed to replace this rv lead with an active fix lead. This rv lead was surgically abandoned. No additional adverse patient effects were reported.